Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level had been in the 300 mg/dl to 500 mg/dl range. The customer attributes the highs to having taken steroid shot. The customer declined to troubleshoot for the highs at this time.